Event description:
The customer reported that the monitor started smoking from the print cartridge area. The customer also stated that monitor was ready to ship out to the MFR for review. No adverse event reported.